Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported concern that upper front teeth are not straight. Tooth #9 appears to have tipped. Patient to initiate rest upper arch tipping tooth #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.